Event description:
Literature was reviewed regarding "retrograde intrathecal catheter placement at l5/ s1 for sacropelvic cancer pain: a pilot feasibility study" 2026. The study was conducted between january 2021 and september 2024, with the data collection of predefined outcomes concluding in may 2025. The implanted devices were either synchromed ii or synchromed iii pumps. Each patient was receiving an intrathecal mixture of hydromorphone (5 mg/ml), bupivacaine (15 mg/ ml), and clonidine (50 mcg/ml). Among patients' adverse events included: 1. 1 patient experienced a pump site infection requiring explant. 2. 2 patients were admitted for pain-related issues during the six-month follow-up period: one within the first 30 days and one between days 31 and 90. See attached literature article.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_pump: product type pump product ID neu_unknown_pump: product type pump a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.